Event description:
It was reported that this pacemaker was explanted due to right atrial (ra) lead exhibiting low impedance out of range. The device was successfully upgraded. No additional adverse patient effects were reported.